Event description:
It was reported that: the ac power went out at the patient's home, the family woke up and the patient's ventilator was then attached to an external power source. It was further reported that when the family came back to the patient's room, the ventilator was inoperative and the patient was not breathing. They are unsure if the ventilator sounded an audible alarm to alert the caregiver to the situation.